Event description:
Procedure type: c-section. According to the reporter: the suture line broke and the pt partially dehisced. Upon closer inspection, the surgeon noticed the suture had broken around the core.

Manufacturer narrative:
(B) (4)